Manufacturer narrative:
There was no report of specific pt impact, and thus no pt information is available. There is no expiration date for this product. At the time of this report, the device has not been returned to the manufacturer for evaluation. Evaluation summary: it was reported that the weighted light handle had paint peeling off. Even though the flaking occurs under the sterilizable handle, the flakes could become dislodged during removal of the handle at any time while the sterile field is exposed. This particular product being shipped back to stryker communications for further analysis. Paint chipping/flaking or adhesion issues can lead to the paint falling into the sterile field. If this occurred during a case and there is an open wound, the pain could potentially fall into the wound site and pose a serious health risk. There was no pt involvement or adverse consequences reported in this instance. This is not a single use device.

Event description:
(B)(4). It was reported that a customer called stating the weighted light handle had paint peeling off, and that it was a potential oh&s issue.